Manufacturer narrative:
On 01/05/2016 a medtronic representative, following-up at the site, reported the site was able to navigate but the post-op spin image quality was poor and they were unable to confirm screw placement. There was no allegation of inaccuracy. No screws were revised. Surgeon decided if they are lateral or medial, it would be ok to leave. On 01/06/2016 a medtronic representative performed an imaging system check-out, all areas passed. Tested and checked several different components to ensure best image quality. After adjusting technique, image quality for cervical case today was much better. System performed as intended. On 01/12/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Medtronic representatives ran the system through many tests and were not able to reproduce the poor image quality reported by the user. Reviewed the images reported as having issues and could see large amounts of metal in the areas where the problems occurred. These problem areas were also often in line with the shoulders of the patient, causing that area to be more difficult to image in general. No hardware failures were found. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's imaging system displayed poor image quality. The surgeon was not able to determine screw to be medial in the pedicle. The surgeon opted to continue and completed the procedure with the use of the navigation system and the imaging system. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic investigation of returned suspect detector panel finds that testing was unable to confirm the reported problem. The detector panel was installed in the test imaging system and worked as expected. Returned detector panel is fully function, no problem found. The system has been removed from the service and returned. The site was provided with a replacement system.

Manufacturer narrative:
A medtronic representative went to the site to test the image quality. After testing it was determined that the detector panel needed to be replaced. The part has been received and is currently under analysis. The mechanical, imaging and safety inspection passed the system checkout after the part was replaced. The system was found to be fully functional. The software investigation found that the reported event was related to a software feature request. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
As previously reported, the imaging system was removed from service and returned for analysis. Medtronic investigation of returned suspect system was unable to replicate the reported issue. A visual inspection of all x-ray components and wiring was completed with no observations found. Dose measurements were performed along with accuracy of radiation output; all dose measurements were within the normal operation of the system. The x-ray generator was stress tested with exposures of 150 kvp for 100 ms to verify high-voltage barriers are intact; no failures occurred during the stress test. Automated testing was completed with thermal cycling (10°c to 30°c) simulating 100 patient procedures, which includes three 3d and nine 2d image acquisitions per patient exam. During the automated testing an image quality phantom was positioned within the gantry and the associated images were evaluated for any significant degradation in quality. There were no image quality related issues identified during testing. To summarize, per the above testing the system is performing to specification with regards to radiation output and image quality.